Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had very dark image and inspection of the unit shows a large number of broken light fibers. The issue occurred during a therapeutic laparoscopic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failures, broken light fibers was confirmed, and image was very dark was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective frame dents on distal edge. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.